Manufacturer narrative:
H6: device was not returned or evaluation.h6. Device was not returned for eval.

Event description:
It was reported that there was a two-minute run of supraventricular tachycardia most likely caused by the guidewire (40 cm x 0.018) before inserting the pediasat catheter. It was stated that it was resolved with one dose of lidocaine. Pt was fine afterward.